Manufacturer narrative:
Investigation summary: bd received two photos for investigation. Evaluation of the 2 photos indicates underfill. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 4304743, for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using [brand name] (x) number of tube(s) underfilled. No adverse impact was reported regarding the patient or user.